Event description:
Following an magnetic resonance imaging (MRI) scan, the device enter backup mode with no defibrillation therapy available. Additionally, it was reported that the device was unable to be interrogated via inductive and radiofrequency telemetry. The device was not MRI compatible and the physician was aware of this. As a result the patient was hospitalized overnight to be monitored. Abbott technical support was contacted and the device was restored and reprogrammed to resolve the event. The patient was in stable condition and experienced no adverse consequences.